Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis had an inferior vena cava (ivc) filter deployed in good position below the level of the renal veins. Approximately one year four months post filter deployment, the patient was managed medically for a hypercoagulable state and was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram demonstrated the filter to be tilted laterally. Multiple attempts were made to retrieve the filter but were unsuccessful. The right common femoral vein was accessed and multiple balloons were used in an attempt to straighten the filter to the center of the ivc, but were unsuccessful. Further attempts were made from a superior approach and the retrieval device became entangled in two of the legs of the filter which were retracted proximally. The procedure was concluded. The patient tolerated the procedure well with no immediate complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, retrieval difficulties, and material deformation. Per the medical records, the material deformation of the filter limbs was caused during a retrieval attempt. The tilted filter most likely caused the retrieval issues. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and four months of post deployment, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. An inferior vena cavogram was performed and it demonstrated the indwelling filter which had tilted laterally. Multiple attempts were made to retrieve the cone of the filter which were unsuccessful. The right common femoral vein was accessed and multiple attempts with a 10 mm and 14 mm balloon inflations were performed in order to position the cone of the filter into the central aspect of the inferior vena cava. However, this were also unsuccessful. A further attempt was made from a superior approach which resulted in the retrieval device becoming entangled in two of the legs which were retracted proximally. At this point, the retrieval procedure was aborted. Around, seven years and six months later, a computed tomography (CT) abdomen and pelvis with contrast was performed and it was revealed there was an inferior vena cava filter which was located below the level of the renal veins. The filter was malpositioned. The proximal tip of the filter was angled anterolaterally to the right and likely protrudes through the wall of the inferior vena cava. The legs of the filter are splayed with some of the legs pointing superiorly, posteriorly, and to the left and some of the legs pointing inferiorly and to the left both anteriorly and posteriorly. Several of the legs clearly extend through the wall of the inferior vena cava. Therefore, the investigation is confirmed for filter tilt, material deformation, retrieval difficulties, and perforation of the inferior vena cava (ivc). Per medical records, multiple attempts were made to engage the apex of the filter using snare, and balloon catheters but were unsuccessful due to filter tilt, and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.